Event description:
During withdrawal of vascular access device, resistance was encountered, as device was removed. Wire was manipulated and began to unravel. A portion of the sterile platinum wire coating was left in the soft tissue of the right lower neck. No further complications.